Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok keypad button was intermittently unresponsive and required increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is fully intact with no peeling or damage observed. The contrast, down and up buttons responded appropriately and the ok button was intermittently unresponsive. The keypad was removed to investigate. Evaluation revealed that there was evidence of keypad contamination under all contact buttons.